Event description:
The clinician reported almost 7 months after the dental implant was placed in ada site 9 in the mouth, the implant lost osseointegration in type IV bone. The clinician noted the patient's pain, mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field d4 lot number. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported almost 7 months after the dental implant was placed in ada site 9 in the mouth, the implant lost osseointegration in type IV bone. The clinician noted the patient's pain, mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 7 months after the dental implant was placed in ada site 9 in the mouth, the implant lost osseointegration in type IV bone. The clinician noted the patient's pain, mobility and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.